Event description:
The customer reported the ventilator switched to backup battery during use, then alarmed and shut down. The ventilator customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the reported problem. Upon evaluation of the device, the service technician reported the backup battery test failed during testing. The service technician replaced the backup battery to correct the reported problem. Performance verification testing was completed and tests passed to operating specifications. If a failure occurs during use resulting in the ventilator shutting down, an audible power fail alarm will activate.

Event description:
The customer reported the ventilator shut down and alarmed during use on a patient. The ventilator customer reported there was no patient harm. Upon evaluation of the device, the manufacturer's service technician reported the unit would not power on. The service technician replaced the power supply to address the finding. Performance verification testing was completed and tests passed to operating specifications. If a failure occurs during use resulting in the ventilator shutting down, an audible power fail alarm will activate.

Manufacturer narrative:
(B)(4).